Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing and crosstalk. The patient was brought into clinic and oversensing was reproduced with isometric testing. The device was reprogrammed to improve the issue. The patient would be continued to be monitored.